Manufacturer narrative:
All available patient information included. No additional information was provided. A ticket search was performed for lot 22022m800 and identified normal complaint activity for the lot. A review of tracking and trending for the architect ca 19-9xr did not identify any trends. Worldwide field data was used to evaluate the historical performance of the architect ca 19-9xr reagent lot 22022m800, by using patient data and comparing to an established control limit. The evaluation indicated that the patient median result for lot 22022m800 is within established control limits, signifying acceptable lot performance. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect ca 19-9xr reagent, lot 22022m800.

Event description:
The customer reported falsely elevated architect ca 19-9xr results were generated for a sample on the architect i2000 analyzer. The customer stated that on (B)(6) 2021, the sample generated an initial result of 120 u/ml with repeat results of 2.3 and 2.1 u/ml. There was no information provided as to if the patient is being managed for pancreatic cancer. There was no reported impact to patient management